Event description:
It was reported that the ilet issued occlusion alarms while the user¿s blood glucose remained around the 200 mg/dl, with a highest reported value of 250 mg/dl, during use of teflon infusion sets with 23-inch tubing; troubleshooting included testing the tubing, resuming delivery, and using new insulin, and replacement infusion sets, connector, and cartridge supplies were arranged, consistent with an obstruction of flow associated with the connector/coupler component. Symptoms included hyperglycemia with headache and dry mouth. Outcomes included no health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user and device reports. Investigation of this case revealed findings consistent with a deformation problem contributing to an obstruction of flow at or related to the connector/coupler, and glucose values subsequently regulated after supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.